Event description:
The patient contacted lfs alleging the error 5 message on the lfs meter. The patient did not seek any medical attention or contact their physician for assistance. The test strips were in good condition, and the technique of applying the blood on the test strip was correct. The patient attempted to test with a new vial of test strips and issue was not resolved. The meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to the error 5 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.